Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported snow noise and image abnormality event occurred during an unclear therapeutic procedure while the patient was under sedation procedure involving an olympus camera head. The intended procedure was completed using a similar device. There was no patient injury reported.